Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date is currently unavailable. The manufacturing location is currently not available. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for self-holding- would not hold smallest k-wire, clamping range, untrue running- grinding noise, excessive vibration and for gripping power and function. It was determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling device was making a grinding noise, wobbling, and was sometimes not working at all. During in-house engineering evaluation, it was observed that the device failed for excessive vibration. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as the device was used in a veterinary facility. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 11/18/2013. If additional information should become available, a supplemental medwatch report will be submitted accordingly.